Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Event description:
It was reported that bd integra¿ retracting safety syringe with 25 g x 5/8 in. Had the needle break. The following information was provided by the initial reporter: "a nurse at (B)(6) system while administrating at shot to on a child the needle broke off in the child's leg. Child was sent home not knowing the needle broker off in the leg. The parent stated that the child was fussy and crying when they got home saw that a needle was sticking out of the child's leg and pull it out".

Event description:
It was reported that bd integra¿ retracting safety syringe with 25 g x 5/8 in. Had the needle break. The following information was provided by the initial reporter: "a nurse at (B)(6) system while administrating at shot to on a child the needle broke off in the child's leg. Child was sent home not knowing the needle broker off in the leg. The parent stated that the child was fussy and crying when they got home saw that a needle was sticking out of the child's leg and pull it out".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default.

Manufacturer narrative:
(B)(4) follow up report for additional information/correction. Event details were provided after the initial MDR was submitted: two (B)(6) female pt was seen in pediatrician's office on (B)(6) 2022 for routine exam and vaccines. Vaccines were given without problem. Later, on the same evening, pt's parents called physician office to report that they removed a needle from the child's thigh. Physician asked parents to bring the pt in that evening for assessment. The child did not suffer injury. Due to the length of time the needle was in pt's leg, physician prescribed antibiotics. X-rays were also performed to confirm the needle was completely removed. X-rays were clear, a 25g 5/8" needle was removed from the pt's leg. Add'l info received from reporter on 01/24/2022 for mw5106686. This report contains the info for the syringe used in conjunction with the needle. Correcting procode information. Related report number, mw5106686, was provided after the initial MDR was submitted. Corrections as per additional information: the adverse type was incorrect in the initial MDR. Updated adverse type to reported issue is both an adverse event and product problem. Pro code information was incorrect in the initial MDR. Pro code should be fmi. The type of reportable event was incorrect in the initial MDR. Updated type of reportable event to serious injury. Annex f code was incorrect in the initial MDR. Annex f code should be f12 - serious injury/ illness/ impairment. Annex g code was incorrect in the supplemental - device evaluation. Annex g code should g04092 - needle.

Event description:
Additional information received on 03-jul-2024 from medwatch form: two (B)(6) female pt was seen in pediatrician's office on (B)(6) 2022 for routine exam and vaccines. Vaccines were given without problem. Later, on the same evening, pt's parents called physician office to report that they removed a needle from the child's thigh. Physician asked parents to bring the pt in that evening for assessment. The child did not suffer injury. Due to the length of time the needle was in pt's leg, physician prescribed antibiotics. X-rays were also performed to confirm the needle was completely removed. X-rays were clear, a 25g 5/8" needle was removed from the pt's leg. Add'l info received from reporter on 01/24/2022 for mw5106686. This report contains the info for the syringe used in conjunction with the needle. Additional information received on 26-jun-2024, for mw5106686. Correcting procode information. Item#(B)(4).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd integra¿ retracting safety syringe with 25 g x 5/8 in. Had the needle break. The following information was provided by the initial reporter: "a nurse at (B)(6) while administrating at shot to on a child the needle broke off in the child's leg. Child was sent home not knowing the needle broker off in the leg. The parent stated that the child was fussy and crying when they got home saw that a needle was sticking out of the child's leg and pull it out"